Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power and displayed black screen. A technical support specialist (tss) found the account and adjusted the profile. Further, the tss instructed the customer to log in to the cabinet using a medbank administrator account. The administrator was guided to change the device to quick issue mode. A warning message was displayed during this change, which was acknowledged as expected. After switching modes, the customer accessed a patient record, and the medication profiles displayed correctly as before. The issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user attempted to adjust settings for one employee, after which all employees lost access to pull medications. It was also reported that there were no medication profiles available for any patients currently in the system. However, there were no delays, adverse events or injuries reported based on this event.